Manufacturer narrative:
Patient's previous internal driveline fracture and corresponding driveline repair was reported under manufacturer report number 2916596-2020-02631. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline as well as the submitted images did not confirm an issue that could have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2022 and approximately 23¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Evidence of a previous distal-end driveline repair was observed approximately 19¿ through 22.5¿ from the metal connector. Upon disassembly of the repair, no signs of damage, corrosion or debris were observed at or around the repair site. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that following the repair, the patient was doing well and was able to mobilize and do all of his normal activities. The patient was discharged with no additional alarms; however, upon review of the patient¿s information, it was noted that the patient was ultimately seen again in (B)(6) 2023 for additional pump stops (reference MFR# 2916596-2023-00442). The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review was requested due to low flow alarms with known internal driveline fracture which happened first time during a dressing change when the driveline was bent then it resolved when straightened. Second time happened when the patient was bending over at a doctor¿s appointment, which resolved after manipulating and straightening the floppy area near the controller. The patient reported that driveline area, close to the controller, fell very loose and alarms stopped when straightened. The patient came to clinic for device interrogation and was inpatient while waiting for further plans since the log file review captured multiple low speed and pump stop alarms on (B)(6) 2022 from 08:54-12:09. These alarms appeared to occur on both batteries and power module. Additional information stated that images were done lying supine, sitting and standing per request. The previous driveline repair [cs-138188] was confirmed to be a full length repair, it was touching the start of the velour. Healthcare provider was working out plan of care, but not sure if any additional repair that can be done. The alternative would be pump exchange vs code status/palliative. The patient did not endorse any symptoms. There were more stoppages overnight starting on (B)(6) 2022 at 8pm, on (B)(6) 2022 at 215-230 am and other one at 530am. No trauma was noted on driveline, claimed by the patient. Per the patient, the alarms were mostly positional which happened when they were repositioning in bed and the percutaneous lead was in a skin fold (although not kinked). It was further reported that the exposed velour measurement was 3 - 3.5 inches. Ventricular assist device (vad) coordinator was on site to perform a driveline repair on (B)(6) 2022. Splice was started approximately 2.5 from the exit site. Percutaneous lead kit was used. The repair was completed with no alarms. The excised driveline was sent back for urgent analysis. The patient remained at the hospital until analysis was completed. The patient was discharged on (B)(6) 2022 with no more alarms. They were mobilizing and doing all normal activities.